Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2015 with the following findings: the display was blank and unable to power on due to moisture throughout the pump. There was a leak in the battery compartment as well as moisture inside the compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that there was moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.